Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable. Reportedly, the usb cable must be inserted into the usb port at a specific angle in order to charge. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was 161 mg/dl.